Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple keys were not functioning, which caused several nurses to be unable to log in to the device, and the keyboard on the device was faulty. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard on the device was faulty and some of the keys were functional. A field service engineer instructed the customer to reboot the unit to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.